Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that one day post-implant, the lens was dislocated in the patient's right eye. Original procedure was complicated due to "difficult time with capsulorhexis." Allegedly, two of the haptics were outside the bag and in the anterior chamber. One week post-implant the surgeon repositioned all four haptics into the capsular bag. Lens was repositioned to place all four haptics in the capsular bag on (B)(6) 2017. In the surgeon's opinion, the likely cause of the event was "didn¿t notice that the iol was not completely in the capsular bag at the end of the case." Patient's current prognosis is "the patient should do fine."

Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information. The root cause of the event could not be conclusively determined. However, according to the initial reporter, the surgeon didn't notice that the iol was not completely in the capsular bag at the end of the case.